Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an anterior and posterior repair procedure with mesh, lysis of adhesions, right salpingectomy, diagnostic laparoscopy, and a mini-arc placement on (B)(6) 2009. Initially, the patient tolerated the surgery well, but later developed pain with intercourse. The patient saw the surgeon on (B)(6) 2009, who performed an examination and discovered that a small area of the mesh was exposed on the right side of the vaginal wall. The patient was given premarin cream daily. The patient was taken to surgery on (B)(6) 2009 for excision the exposed mesh. The patient tolerated the procedure well and was discharged the same day.